Event description:
The event occurred in the us. It was reported that a puncture in the lid top of the internal packaging of an hls set was detected prior to use. No patient was involved. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow-up emdr will be submitted when additional information becomes available.

Manufacturer narrative:
It was reported that a puncture in the lid top of the internal packaging of an hls set was detected prior to use. No patient was involved. The affected beq-hls 7050 USA #shls set advanced 7.0 was technically investigated in the getinge laboratory on 2022-06-24. Upon visual inspection a hole with a diameter of 5,7mm in the tyvek cover could be confirmed. The most probable root cause could be determined as loose velcrostraps allowed more free movement in the fixation of the hls module, which resulted in sufficiently high vertical displacements of the hls module. Thus, the hook of the so2 connector could pierced the tyvekcover during transport, due to impacts or a fall. The production records of the affected beq-hls 7050 USA#hls set advanced 7.0 with lot#3000221755 were reviewed on 2022-07-05. According to the final test results, all hls sets with lot#3000221755 passed the tests as per specifications. This complaint is part of the CAPA#626941 and all further actions will be performed within the CAPA. Based on the investigation results the reported failure "hole in tyvekcover" could be confirmed. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).